Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified and for chipped adhesion of the lens at the distal end of the insertion, and chipped-off adhesive of the charged coupled device (ccd) unit cover lens in the insertion part cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material at the plug rod lens of the distal end in the insertion part, metal particles at the albarran lever (distal) of the distal end in the insertion part, chipped adhesion of the lens at the distal end of the insertion, and chipped-off adhesive of the charged coupled device (ccd) unit cover lens in the insertion part. There was no patient involvement.